Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient was in the fill tubing stage and realized that the cartridge had not been inserted into the ilet. Assistance was provided to restart the supply change process. During the supply change, the patient reported that the connector was not locking into the ilet. The patient obtained a new connector and was then able to connect the tubing and lock it into place. The patient completed the remaining steps of the supply change without further issues and confirmed that insulin delivery was successfully resumed. The patient was using a steel 6 mm infusion set. Blood glucose levels were unaffected and remained within range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.